Event description:
It was reported that a patient underwent a partial upper sternotomy aortic valve replacement procedure and tightening of the ascending aorta on (B)(6) 2012 and continuous suture was used. The valve was replaced with a tissue valve and the longitudinal aortotomy was from the sinutubular junction to the distal aorta. The patient's condition at the conclusion of the surgery was very good. On (B)(6) 2012, the patient was discharged to another facility for physiotherapy. On (B)(6) 2012, the patient was doing physiotherapy outside in the winter and collapsed, experienced sudden heart failure, and had symptoms of shock. Resuscitation efforts began, but were unsuccessful and the patient expired. During the autopsy on (B)(6) 2012, two free suture ends of the aortotomy suture were found indicating a suture breakage. The official cause of death based on the autopsy is pericardial tamponade. The surgeon opines the cause was massive bleeding from the aortotomy site.

Manufacturer narrative:
(B)(4). Unopened representative samples were returned for evaluation. They were tested for suture dispense, visual and tactile inspection and they met the requirements. Samples were also tested for linear pull and knot pull and they met the requirements and they were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records for all of the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dpp954; batch dpp953; batch dlp435. In addition, a review of the batch manufacturing records for the possible batch numbers dpp954 and dpp953 were conducted and the batches met all finished goods release criteria.